Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita xl screen froze while the ventilator was connected to a patient. The staff removed the ventilator from use. The ventilator was rebooted and the ventilator screen was no longer froze and was functioning normally. No patient consequences reported.

Manufacturer narrative:
The affected device was checked by a dräger service technician on site and the log files were provided for the investigation. Further information was requested. It was asked whether the device stopped ventilating, which was affirmed by the user. In case of a ventilation interruption, the device would generate an audible alarm and an emergency-breathing valve would open allowing for spontaneous breathing of the patient. However, a deviation with regards to the screen as reported would not affect an ongoing ventilation based on the working principle of the device. Furthermore, device checks performed by the dräger service technician did not show any device failures. The analysis of the log file also did no show any error codes that are related to the reported event. The reported problem could not be reproduced. The device was found working properly after the event. One potential root cause may be emc disturbances exceeding the requirements given in iec60601-1-2 at the time of event.

Event description:
Please refer to the initial-report.